Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter broke. A 145 guidezilla¿ was used to advance to the target lesion. After the stent was implanted. When this device was withdrawn, it was noted that the device broke at the y type valve. The hidden part remain in the catheter. No patient complications on the time of the event, since the breakage was during its removal.